Manufacturer narrative:
With the currently available info, it is unk whether the device may have caused or contributed to the alleged event. It is possible that the pt's reported nerve pain could be a result of a complication from the cardiac catheterization procedure. Medical documentation has not been provided to support the allegation of infection; however, infection is a known possible adverse reaction listed in the IFU. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Reportedly, the mesh remains implanted and the pt's doctors do not know what is causing these symptoms and we were told they do not attribute them to the device. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted.

Event description:
The following was alleged by the pt. On (B)(6) 2005, the pt underwent repair of an incisional hernia with the implant of a bard kugel patch. The pt alleges that two years ago (approx seven years post kugel patch implant) she developed cyst like sores mostly from her knees down. She alleges systemic infections (pus filled sores all over her body.) Allegedly, the pt has been hospitalized and treated with IV antibiotics, she reports that the sores recur when the antibiotics are discontinued. She reports that biopsies of the sores were inconclusive. In 2013, the pt alleges that she had a cardiac catheterization through her right groin which was complicated by a pseudo aneurysm at the right groin. Following that the pt alleges that she has extreme shooting nerve pain down her right leg and difficulty urinating and walking and requires the assistance of a caretaker. The pt alleges that her doctors do not know what is causing these symptoms and do not attribute them to the device.